Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).

Event description:
(B)(6) clinical study. It was reported that stent thrombus occurred. In (B)(6) 2016, during the index procedure, a lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 25mm lotus valve. There was correct positioning of a single prosthetic heart valve into the proper anatomical location and neither repositioning nor retrieval was attempted. On the same day as index procedure, post deployment of prosthetic valve, during insertion of a non-bsc sheath, the subject became hypotensive. The sheath was removed. Iliofemoral angiogram revealed perforation of right iliofemoral artery, which was treated with iliofemoral stenting with covered non-bsc stents of size 8x100mm, 8x50mm and 8x50mm. On same day the subject was also diagnosed with congestive heart failure (chf) exacerbation and acute hypoxemic respiratory failure (ahrf) which led to prolonged hospitalization and were treated medically. At the time of the event the subject was on plavix and aspirin. The subject was transfused with 4 units of packed red blood cells (prbc). The event was associated with hypotension that required IV inotropic agents. The valve academic research consortium (varc) criterion of bleeding was life-threatening or disabling. The type of vascular injury was access site or access related vascular injury leading to major complication. The event of bleeding was considered to be recovered/ resolved on same day. The event of chf exacerbation and ahrf were considered to be recovered/ resolved 12 days later. One day post index procedure, the subject¿s right lower leg appeared pale, ischemic, almost absent pulses and cold; emergent angiogram was scheduled. Angiogram revealed total thrombotic occlusion in proximal part of previously implanted covered stent in iliofemoral artery. Peripheral doppler indicated significant high-grade stenosis in femoral to iliac artery. The occlusion was decided to be treated with tissue plasminogen activator (tpa) infusion and thrombectomy. During the vascular intervention, initially a spider embolic protection system was placed in mid segment of right superficial femoral artery (sfa), followed by tpa infusion and aspiration thrombectomy through the entire occluded segment using angioget. Following this, angiogram revealed significant high grade stenosis at the junction of distal covered stent with 'perhaps contrast extravasation' from the access point of transcatheter aortic valve replacement (avr). The subject was noted with retroperitoneal bleeding. The extravasation was covered with placement of a 8.0x15mm non-bsc stent. Angiogram revealed residual stenosis in the distal segment of the sfa as the newly deployed 8.0x15mm non-bsc stent was not overlapping with the previous 8x50mm non-bsc stent in femoral artery. Hence, to completely cover the lesion, an 8.0x80mm innova self-expanding stent was successfully deployed, overlapping the non-bsc stents at both ends. Following post dilatation, final angiogram revealed excellent result with no residual lesion or stenosis. The type of vascular injury was new ipsilateral ischemia. On same day duplex dvt bilateral revealed patent deep and superficial veins of right and left lower extremities without any thrombus or venous valvular reflux. The event of thrombotic occlusion of right ilio-femoral artery was considered recovered/ resolved. The next day, abdominal/pelvic CT revealed right retroperitoneal bleed and extraperitoneal hemorrhage anterior to bladder involving the r iliopsoas and r flank musculature with high density component indicating the degree of acuity, extraperitoneal hemorrhage anterior to urinary bladder and small left retroperitoneal hemorrhage. Ten days post index procedure, the event of retroperitoneal bleeding was considered recovered/ resolved. One day post index procedure subject was diagnosed with acute on chronic renal failure (B)(4). The peak creatinine noted was 2.3 mg/ dl. The event was treated medically and renal replacement therapy was performed. Labs and ultrasound was performed as diagnostic for the event. The event was considered to be recovered/ resolved 11 days later. Two day post index procedure, follow up CT angio of right lower extremities revealed short focal proximal occlusion and 3cm occlusion in distal segment of the tibials artery, which led to decrease in timi flow. Common femoral artery and superficial femoral artery were patent. Site has confirmed that this was associated with thrombus of the 8.0x80mm innova stent in femoral artery. 12 days post index procedure, the subject was discharge on aspirin and clopidogrel.